Event description:
It was reported that during a vascular stent deployment procedure, post angioplasty the pta balloon caught on the stent during retraction, causing the stent to elongate. There was no reported patient injury.

Manufacturer narrative:
A complete manufacturing review could not be performed because lot number was not provided. The device was not returned for evaluation; therefore, the complaint investigation is inconclusive. The definitive cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The international representative did not have any additional details to provide at this time. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.